Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient experienced a sudden worsening of his preexisting conductions that included daily depression and urinary incontinence. The patient was referred to a urologist and was receiving ongoing testing to determine the cause. It was confirmed that there were no trauma/falls, emi exposure, or positional movement related to the issue. It was also stated that the depression was still ongoing and the issue is still being addressed to determine the causality as it was stated that the patient's depression medication stopped working over a year ago. It was unknown if the deice was the underlying cause and/or a contributing factor to the worsening of symptoms. It was also unknown when the depression began occurring, but it was stated that it magnified in the past 3-4 years and became debilitating over the last year. The loss of bladder control worsened in the last year or couple of years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.